Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator powered on properly, however, minutes after powering on, the ventilator went into shut down mode. The ventilator did not shut down properly, it stayed in a standby mode. The ventilator would not power off using on/off button. Bench testing revealed a malfunctioning main board was creating the condition. A review of the event trace revealed several "inop" codes. Carefusion attempted to re-load the software but received an error message "checksum." Carefusion replaced the main board to address the reported issue.

Event description:
It was reported to carefusion that the unit froze up while being serviced on the service technician's bench. There was no patient involvement.